Event description:
Alleged the bed will not go into trendelenburg.

Manufacturer narrative:
The facility determined that the cylinders were functioning properly, but found the trend handle will twist when pulled. The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.